Manufacturer narrative:
Device passed the displacement test but motor error alarm during prime the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to loose drive support disk. Motor passed motor test. No low battery alert less anomaly noted. Device received with partial broken reservoir tube lip and cracked battery tube threads. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was squirting out during priming and had motor error alarms. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump case was chipped and had low battery alert after a week. The insulin pump will not be returned for analysis.